Event description:
Account states patient's left axilla developed two superficial blister on larger erythematous base just outside of the tx area. Physician cleaned with saline quaze, applied vaseline and covered the wound with tegaderm. Patient instructed to do vinegar soaks daily. Patient stated there is no pain. Patient is self administering antibiotics mupirocin and heflex.